Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image on screen was confirmed, but no specific cause could be identified. Therefore, no definitive root cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: no image was displayed. During visual examination, the following additional issues were found: the adhesive around the light cover glass was worn; the adhesive around the optical cover glass was worn; the distal end adhesive was worn; the insertion tube showed minor crush marks; and the connector pin unit was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis lucera ultrasonic bronchofibervideoscope was being inspected and "no image was evident". The customer reported the issue was found during maintenance. No patient involvement was reported.